Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on feb 23, 2018 with blood glucose level of 700 mg/dl. The customer¿s current blood glucose was 600 mg/dl. The customer¿s blood glucose was 587 mg/dl at the time of the incident. The customer also had symptoms like nausea, vomiting. The customer treated with insulin pump. Customer was wearing the insulin pump at time of hospitalization. The customer¿s blood glucose was 200 mg/dl 2 days ago then blood glucose was at 500 mg/dl. The drive support cap was normal. The insulin pump will not be returned for analysis.